Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an increase in tone. Telemetry confirmed a critical alarm occurred on (B)(6) 2011. The alarm was in regards to the following three logged messages: reset occurred, reset occurred - low battery, and safe state. A device replacement procedure was planned. It was indicated that eri (elective replacement indicator) was supposed to be (B)(6) 2012. The drug used in the pump at the time of the event was lioresal. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.